Event description:
It was reported that the system intermittently failed to boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and controller pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.